Manufacturer narrative:
Concomitant products: product ID 3708260, serial # (B)(4), implanted: (B)(6) 2012, product type extension; product ID 3998, lot # va005le, implanted: (B)(6) 2012, product type lead; product ID 37746, serial # (B)(4), product type programmer, patient; product ID 37754, serial # (B)(4), product type recharger. (B)(4).

Event description:
It was reported that stimulation would occur for 15 seconds, then stop, then pick back up again. This started about 2 months ago. This was not related to positional changes. The device was thought to be programmed for continuous stimulation. Additional information received reported the patient had an appointment on (B)(6) at the pain clinic.

Event description:
Additional information received reported the patient met their manufacturer representative on (B)(6) 2014. Impedances were measure and there did not appear to be any problems with the system. Reprogramming of the electrodes and more education were provided and the patient noted having at least 50% relief and improved coverage.